Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope air / water channel was clogged. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign the air/water channel; however, the type of the material cannot be identified. We could not specify the root cause of the material remaining in the device. It was unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. No physical damage to the device was confirmed where the foreign material remained. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: instructions operation manual for tjf-q190v chapter 3, ¿preparation and inspection¿ describes how to detect the event. Instructions reprocessing manual for tjf-190v chapter 5, ¿reprocessing the endoscope¿ describes how to prevent the event. Olympus will continue to monitor field performance for this device.